Manufacturer narrative:
Results: the neuron 6f select catheter (6f select) hub was cracked. The 6f select was kinked approximately 0.2 cm from the hub. Conclusions: evaluation of the returned device revealed that the hub was cracked. This type of damage typically occurs due to over-tightening of an accessory on the hub. Further evaluation of the 6f select revealed that the catheter was kinked in the proximal shaft. This damage likely occurred due to improper manipulation during preparation of the device. If the catheter is forcefully gripped during attempts to attach the rhv, this type of damage may occur. Penumbra catheters are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, while attaching the rotating hemostasis valve (rhv) to a neuron 6f select catheter (6f select), the hospital staff noticed that the 6f select hub was broken. The broken hub was noticed prior to use while outside of the patient; therefore, the 6f select was not used for the procedure. The procedure was completed using a new 6f select.